Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 19sep2018. Philip's field service engineer (fse) evaluated the device and verified the reported condition. The touchscreen was not responsive. The fse replaced the touchscreen assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported the ventilator screen was locked up. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.